Event description:
It was reported that patient's system controller screen was poorly pixilated and there appeared to be a issue with a pin on the black lead. The patient exchanged their controller.

Manufacturer narrative:
A4: patient weight pending follow up with customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of a bent pin within the lemo connector of the black power cable and the display screen not functioning as intended were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis with a bent pin in the lemo connector. The observed bent pin was pin #4, which is responsible for one of the two negative power lines within the cable. A log file was downloaded for review that showed events spanning approximately 10 days ((B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. Intermittent a typical power cable disconnect alarms associated with relative state of charge (rsoc) invalid faults on the black power cable were active on throughout the log file while connected to battery power. The observed damaged pin would have contributed to the observed alarms. Pump operation was not affected. The driveline was disconnected on (B)(6) 2024 at 10:13:29 for a system controller exchange. There were no other notable alarms active in the log file. The controller was connected to a test power module, system monitor and mock loop and was functionally tested. During testing a white vertical line was observed in the display of the controller. The system controller was able to support pump function for an extended duration without any alarms activating. A root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.